Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the bypass tube was already detached from the carrier tube tip when the angio-seal poly-foil pouch was opened. The device had been stored on a level place. There was no obstacle to open the pouch. The pouch was fully opened all the way from the arrow side to the end. The device was not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The procedure before deploying the device was a percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. There was no health damage for the patient. There were no other devices or equipment used with the reported product.

Event description:
Additional information was received on 23apr2020. The sheath stopped advancing when the tip of the sheath descending from the right subclavian artery was just going through the arch of the aorta downward. The sheath got stuck between the elbow and the puncture site. No heavily calcified or tortuous anatomy was observed under fluoroscopic guidance. There was no previous stents in the patient's arm or chest that the sheath had to pass through.we assume the length of the sheath (length) broke off, remained in the patient, and had to be removed via surgery was around 60 cm. As the sheath stopped advancing, the physician attempted to replace the dilator with an angiographic catheter (not a guide catheter). However, the sheath was getting stretched, the angiographic catheter therefore could not be entirely inserted and the dilator remained.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angio-seal vip device was returned for product evaluation. The locator, hemostasis sheath, guidewire, opened poly foil pouch and carrier tube were returned along with the header bag. Visual inspection revealed that all the components were returned. No anomalies or damage was noted on the hemostasis sheath and locator. On the carrier tube assembly, the bypass tube was found to be dislodged, located at the hub of the carrier tube and the anchor was fully exposed. The deployment sleeve of the device was found to be in the forward lock position. The tip of the carrier tube was checked, and no anomalies were noted. There were no anomalies were noted with the anchor and bypass tube. No other visual anomalies were noted. Functional testing was performed. The bypass tube was moved over the anchor manually to set to on its manufacturing position. There was no issue noted during insertion over the anchor. Dimensional testing was performed. The inner diameter of the bypass tube at the distal end was measured and found to be 0.091" which was within the manufacture specification of 0.091" +0.002/-0.001. All measurements were within the manufacturer's specifications. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.